Manufacturer narrative:
Exemption number e2015055. Approx 1 device was received for evaluation. During device evaluation, 1 device was found to have a disassembled trigger and was leaking an unknown substance, though no failures were found with the device. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was reportedly leaking and had disassembled components. There was no patient involvement; no patient impact.